Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer¿s blood glucose level was 29 mmol/l and treated with manual injections. Customer stated that the insulin was inside the motor in the reservoir compartment and insulin pump exposed to fluid. Customer stated that the type of moisture exposure was insulin. Customer stated that the ring inside the lip of the reservoir compartment was not missing. No cracks in insulin pump reported. Customer stated that they performed a self-test and test was passed. Customer declined to troubleshooting on high blood glucose. The device will not be returned for analysis.